Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had alarmed "no disposable ¿ pump won¿t run." The reservoir volume had been 51.4 ml, the infusion rate had been 2.4 ml/hr, and 59.6 ml had already been administered. No bubbles had initially been observed in the tubing. The pump had been powered down, the clamp closed, and the cassette removed. Upon inspection, bubbles had been observed in the tubing extending across the cassette. The cassette had been tapped on a firm surface and the tubing massaged. Cassette reattached and pump started. Pump had alarmed no disposable pump won't run. The steps had been repeated a second time. The pump had started running but continued to double beep. It was then powered down, the clamp closest to the port closed, and the caller had been instructed to contact the doctor immediately. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. There was no patient harm or adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.